Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a transeptal puncture for a left atrial appendage closure procedure, the patient experienced a drop in blood pressure and heart rate. After the first partial recapture during the procedure, pericardial effusion, hypotension, and tachycardia was noted by the attending physician. A pericardiocentesis was successfully completed approximately 1l of blood was aspirated and flushed back into the patient. Approximately thirty minutes later the patient was stable.

Manufacturer narrative:
The suspect device was not returned for investigation. The description of the incident did not identify if the product was associated or expected to have contributed to this event. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned later, the investigation will be re-opened.